Manufacturer narrative:
The performance level of the returned valve could not be adjusted past 2.0. A dissection of the valve identified damage to the cap and proteinaceous debris inside the adjustment mechanism. The debris was stuck to the rotor and cassette housing, preventing rotor movement. The instructions for use (IFU) that accompanies the device cautions that shunt obstruction may occur in any of the components of the shunt system. The system may become occluded internally due to tissue fragments, blood clots, tumor cell aggregates, bacterial colonization or other debris. A review of the manufacturing records was not possible as no lot number was provided. All of our valves are 100% tested at the time of manufacture.

Event description:
It was reported that the shunt was sticking and would not re-program. The product was thought to be a strata I valve. Patient has had a MRI in the past, but not recently. Valve was replaced with no further impact to the patient.